Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was removed in may 2011. The hcp had retired years ago and the patient had not been seen in years. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they never felt the surgery site healed as it should have and the device did not perform as they had hoped. The device was implanted (B)(6) 2010. The surgery site would be okay for a short while then become extremely uncomfortable, sore, and painful for a while, then settle down for a short while, then flare up again. The patient met with their doctor during a flare up on (B)(6) 2011. The doctor was about to examine the surgery site when the scar ¿exploded¿. The patient was admitted to the hospital that day and the device was removed on monday. The patient was in the hospital for 4 days. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient mentioned that their implant had been explanted due to swelling and that it was painful. There were no further complications reported.